Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: a1, a2, a3, a4, g4, 510k#: device is a veterinary product. No patient information will be reported. B3: event occurred on an unknown date in 2024. H3, h6 photo investigation: photos were provided for review. Based on the photo investigation of 'vq0002.00, mini tplo jig reported condition not confirmed. The overall complaint was not confirmed as the observed condition of the mini tplo jig would contribute to the complained device issue. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was broken from the tip of the screw. Therefore its reasonable to think that the broken condition would contributed to the jammed allegation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the mini tplo jig would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part # vq0002.00, synthes lot # j012359, supplier lot # j012359, release to warehouse date: 31 mar 2023, supplier : isimac machine company, no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on an unknown date in 2024, there was a fractured screw blocked/locked in the standard jig in question. There was no reported patient or procedure interaction. No further information is available. This report is for a mini tplo jig this is report 2 of 2 for (B)(4).